Event description:
It was reported that patient experienced an infection and pain at the ipg pocket site. On (B)(6) 2024, surgical debridement was undertaken to address the issue.

Manufacturer narrative:
Reporter phone number- (B)(6). B3-date of event is estimated.

Manufacturer narrative:
A patient experienced an infection and pain at the ipg pocket site was reported to abbott. The ipg pocket was washed out. The drg proclaim is still implanted. Therapy is on and covers the patient¿s pain area. The wound leak has been stopped. No additional intervention is planned at this time. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.